Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred once the crit-line blood chamber loosened from the arterial end of the dialyzer. The leak was visually observed to be below the wings of the pvc adaptor around the threaded area that connects to the dialyzer. Estimated blood loss was less than 30cc. The patient had no adverse effects and no medical intervention was required. The patient completed treatment. Sample has not been returned to MFR for evaluation.

Manufacturer narrative:
Plant investigation has not yet been completed. A f/u report will be filed upon completion of the investigation.